Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the device suffered a mal position resulting in the knot at the skin level. The knot at the skin level or at the suture bearing may has also have caused the non-rail to be pulled tightening the knot leading to the extra force applied and the separation; however, this cannot be confirmed as the device was not returned. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure of an unspecified access site using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, it was noted that the knot of the second device was above the skin. While advancing the knot, resistance was felt and the suture broke. The tavi procedure was completed. An additional non-abbott device was used. Hemostasis was achieved with the pre-placed prostyle suture and the non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.